Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified upper arm vein. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at about 3-4 atmospheres, the balloon ruptured. Another of the same device was used and inflated at 8 atmospheres and the procedure was completed. No patient complications were reported.